Manufacturer narrative:
The product was not returned for evaluation. No conclusion can be drawn about the device condition or any potential malfunction. No review of lot qualification records was performed because the product lot number was not provided. The omnipod user guide recommends frequent monitoring of blood glucose to detect hypoglycemia early and allow immediate treatment. Both reported events happened overnight; if blood glucose was monitored prior to going to sleep, the results were not provided.

Event description:
Customer's mother informed insulet of the following event by email message. Her son had two severe lows recently (thursday (B)(6) and saturday (B)(6)). Both times happened while he was sleeping. On thursday, he had his alarm set for 9:45 am and was found around 12:15 pm unresponsive. Ems was called (blood glucose then was 20 mg/dl). He was given one amp of d50 and began responding appropriately.